Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that 2 days post-implant, the patient had complaints of chest pain. X-ray found perforation with pericardial effusion. Lead was repositioned.